Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was tuck in the loading device. A replacement device was used to complete the procedure. We are following up with the customer to determine if there were any pt effects. Should this info become available, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).